Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported fracture of the 3rd endoanchor during second stage deployment was confirmed based on the broken portion of the endoanchor that was returned to aptus in a specimen cup. Sem analysis of the fractured endoanchor utilized in this complaint revealed the fracture was ductile in nature due to overload under torsional stress. This is consistent with the reported event description in which the endoanchor was advanced to 2nd stage deployment despite encountering resistance/torque in stage 1. Since there were no evident material defects that would have been contributory, it is likely the endoanchor failed due to encountering resistance (potentially the reported calcium) which imposed excessive torque on the endoanchor, leading to a fracture. This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus sunnyvale location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
Endoanchors were being used to secure a 25mm medtronic endurant within a 20mm neck. Calcium was noted within the vessel although endoanchor deployments were performed in areas where the calcium was not believed to be located. During deployment of the third endoanchor, the encountered some resistance/torque during stage 1. However, as the endoanchor appeared to be through the graft material and into the vessel wall, second stage deployment was initiated. During second stage deployment, a small piece of the endoanchor broke and remained within the tip of the heli-fx applier. The portion that remained in the patient was securely deployed into the graft material and vessel wall. No clinical sequelae were reported and the patient is fine.